Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the primary surgery was done with depuy cement. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune cr rp construct. It was implanted on (B)(6) 2019 at (B)(6). The reason for revision was due to aseptic loosening. On the pre op x-ray there was bone loss suggesting a low grade infection or lysis. Upon exposure the poly 1516-30-606 was removed. The surgeon noted that it was discoloured and there was 'pitting on the surface which articulates with the femur. He said that there bone loss, caused by lysis due to poly wear. Not infection. The femoral component fell off the bone. This appeared to fail at the bone/cement interface. The tibia was well fixed. Patella was not resurfaced. Attune revision components were implanted. Doi: (B)(6), 2019. Dor: (B)(6), 2023. Left knee.